Event description:
Follow up with the neurologist's office confirmed that the reference to partial status was in regards to status epilepticus. The physician stated that the patient had generally done well with the vns device and impedances have always been fine. The patient underwent vns generator replacement surgery due to battery depletion. The facility historically does not return explanted products, so product return is not expected.

Event description:
It was reported that the patient had experienced a sudden increase in seizures. The physician believed it may have been related to the vns generator battery being low. It was reported that the battery was still green, but at the lowest level, which indicates that the device is at an intensified follow-up indicator, or ifi, = no condition. It was noted that the patient was in partial status at the time of the report. It was unclear if this was a reference to status epilepticus. The patient was referred for vns generator replacement. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.